Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, accuracy test was performed and found that the unit was infusing about 7% over and the expulsor was out of specifications. Service will replace the expulsor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had "high flow (+9%)". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.